Event description:
It was reported that the sheath was leaking from the valve. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. During pre-mapping using a non-boston scientific mapping catheter the sheath leaked from the valve in a constant, fast drip, but the valve leak stopped after the farawave catheter was inserted. The procedure was completed successfully with the same equipment. No patient complications were reported.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the hemostatic valve near the center slit separate from the previously noted deformation. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath was leaking from the valve. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. During pre-mapping using a non-boston scientific mapping catheter the sheath leaked from the valve in a constant, fast drip, but the valve leak stopped after the farawave catheter was inserted. The procedure was completed successfully with the same equipment. No patient complications were reported.